Event description:
The 48 hours post catheter change client began experiencing bladder spasms that required intervention every 30 mins. Specifically the checking of the position of the penis shaft and the spontaneous discharge post spasm of urine in a explosive way around the catheter. Quality of urine became cloudy with medium to heavy sediment. Approx the 48 hour mark where I made decision to change catheter there were blood clots, long thin [invalid] of blood in day bag. Upon noticing the blood clots decision to actually switch out and change catheter again was made. Catheter change is every 30 days. Client had a dysreflexic episode every thirty mins until catheter was changed out. I am an rn with 21 yrs of experience in medical / surgical nursing with a focus in rehabilitation for the last 13. This has never happened with any catheter. FDA safety report ID#: (B)(4).